Event description:
The customer reported that during a routine check, it was observed that the iabp generated an "electrical test failure code number 57" (safety vent test failed). No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative evaluated the unit and noticed the "electrical test failure." The pneumatic drive assembly and the k6 vent valve were replaced (part number 0119-00-0170). In addition, replaced the safety disk (part number 0997-00-0985-01) that was expired. The service representative performed full calibrations, functional testing and safety checks to factory specifications. The iabp was in good operational conditions adn was released to the customer. The part number 0119-00-0170 replaced is being requested to be sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).